Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 15.0-16.0 mmol/l, and she believes the infusion device does not correctly deliver basal rates. She delivered insulin via pen and then switched to a loaner infusion device, and she has experienced no further problems. The alleged product was requested for evaluation.